Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator called and relayed that the power module had a damaged silence alarm button as well as some instances where the alarm did not go off when disconnected from a/c power. They tried to resolve/troubleshoot on their own by disconnecting and reconnecting the unit to a/c power but the issue persisted. Sometimes it alarmed when disconnected from the wall and sometimes it did not alarm.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of a damaged silence alarm button and instances where the heartmate power module does not alarm when disconnected from ac power were not confirmed as no product was returned. The provided information indicated the unit has been disconnected and reconnected to ac power multiple times without resolution of the issue. Multiple attempts were made to obtain additional information regarding the cause of the damage and malfunction, availability of log files, confirmation of patient involvement, and if any products will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. Section f of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.